Manufacturer narrative:
Pump was received with a blank display. . Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test or verify rewind anomaly, no delivery alarm, keypad/button unresponsive due to blank display. Pump power up with pump test case. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith), and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing or found in the history files or traces on event date. Pump was cut open to perform visual inspection and found no moisture damage on the pcba 1 / pcba 2. However, found corroded battery tube. Pump power up with pump case test. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, stained keypad overlay, stained keypad overlay, cracked battery tube threads, cracked case (battery tube), label damage. Unable verify rewind anomaly, no delivery alarm, keypad/button unresponsive due to blank display. Blank display due to corroded battery tube. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported the pump had given random no delivery alarms in the past. The customer reported that the buttons are harder to press than before, has twice lost time and date settings, takes longer to rewind, and on one occasion plunger broke off a piece of the reservoir. The customer reported a blood glucose value of 453 mg/dl. The customer experienced scar tissue. The event involved product(s) mmt-1880l, mmt-342, and unomedical. Troubleshooting was partially performed for the site issues. Troubleshooting was not performed for the keypad anomaly. Troubleshooting was not performed for the insulin flow blocked alarm, and it's a past-resolved event. No further patient complications were reported. No product return is required for mmt-1880l, mmt-342, and unomedical

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.